Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator 2005 (B)(6); 5076 implantable pacing lead 2005 (B)(6). (B)(4).

Event description:
It was reported that right atrial lead had noise and low impedance. The device was reprogrammed to vvi mode; however, the patient did not tolerate the loss in synchrony. A new atrial lead was attempted to be implanted, but the physician was unable to map for sufficient p-waves with capture. The existing lead was left in unipolar. No patient complications have been reported as a result of this event.